Event description:
The patient experienced pruritus, altered mental status, and increased spasticity. On (B)(6) 2010, a therapeutic single bolus dose of 50ug was programmed and the patient responded well. The pump reservoir was accessed to confirm the erv (expected residual volume) = arv (actual residual volume). Oral medication was prescribed to supplement. The patient was better but was still having underdose symptoms. As of (B)(6) 2010, the patient was still itching. On (B)(6) 2010, a decision was made to explant the patient's entire system. No additional troubleshooting was performed. The explant date was yet to be determined. The patient was doing alright and was not experiencing withdrawals anymore. The device system was used to deliver lioresal (2000 micrograms/ml, 400 micrograms/day). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).